Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure in which the internal lead was explanted as a precaution due to midline dehiscence incision. Two sc-2218-50 were implanted. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: 18773728, 18773608 product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6).